Event description:
The reporter indicated that while doing a ventricular capture test using the automatic pulse width decrementing, the wand started to slip off. The reporter then pressed program display to end the test. When the device was inquired, it was permanently programmed to the temporary parameters being programmed as permanent parameters, circadian was now on.